Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff of the device was found leaking which impaired its ability to ventilate the patient effectively. The tube of the patient had to be upsized and a tracheostomy revision procedure was performed.